Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the balloon portion of the device separated from the cannula. It was detected upon insertion of the camera and was removed immediately by the caregiver. There was no patient injury.